Event description:
It was reported that the clips break spontaneously. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with three clips broken in half at the hinge, where 2 of the clips were missing the half with the hook. No intact clips were remaining. A few scrape marks were observed on the cartridge. The cartridge appears used as there is biological material present on the cartridge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips break" was confirmed based upon the sample received. The cartridge was returned with 3 clips broken in half at the hinge. The sample was reviewed with an r & d engineer. Although the reported complaint issue was confirmed, it could not be determined exactly how or what caused the clips to break in half at the hinge. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800484 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips break spontaneously. There was no patient injury.